Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant procedure, the right ventricular (rv) lead was successfully positioned. During testing, noise and occassional impedance measurements greater than 2,000 ohms were observed. The pacing system analyzer was connected to determine if the terminal pin had any contamination and there was no evidence of contamination. The rv lead was tested again after the stylet was removed and again impedance measurements greater than 2,000 ohms were observed. The physician suspected a conductor fracture and removed the rv lead. A new rv lead was implanted without issue. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extremely stretched and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.